Manufacturer narrative:
The device has not been returned to the MFR for eval.

Event description:
A medtronic ent representative called to report a 2-3mm inaccuracy posteriorly. He reported that the physician completed a successful trace, and was accurate anteriorly. The surgeon was able to continue the procedure successfully. The inaccuracy had no impact on pt outcome.